Manufacturer narrative:
Other relevant device(s) are: product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device had high impedance. Additional information was received indicating the extension was replaced and the ins header was cleaned. The cause of the issue was not determined and the high impedance has not been resolved. Additional information was received indicating it was unknown whether further actions were to be taken.